Event description:
The customer reported that during a patient event, their device failed to deliver a defibrillation shock to the patient. Additionally, it was reported that the battery light was illuminated on the device when received for evaluation by the third party service agent. The patient was reported to have been down for approximately 10 minutes prior to the customer's arrival. Once the device reportedly failed to deliver a defibrillation shock, it did indicate to continue CPR. The customer did provide a back up device within approximately five (5) minutes of the reported failure and continued care. The patient did not survive the event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use.the cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has performed a clinical review on the reported event and has determined that the device use may have contributed to the death of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.